Manufacturer narrative:
MFR received date: 10 sep 2019. Date of report received: 12 sep 2019. The field service engineer replaced the flow sensor assembly to address the reported issue. The issue has been resolved, the device has been tested, and the device now functions as intended. Gas delivery system (gds) manifold assembly was received for evaluation. There were no signs of damage or contamination during visual inspection. Gds was installed onto test ventilator to test air flow accuracy, oxygen flow accuracy, and oxygen accuracy. After testing, it was determined that the air flow sensor u1 was out of specification. Replacement of u1 corrected the failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported flow error. There was no patient or user harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported flow error. There was no patient or user harm reported.